Event description:
Device report from synthes reports an event in columbia as follows: it was reported on (B)(6) 2023, the drill bit is broken and a piece of it remains in the patient's bone, the specialist reports that it does not pose a risk to the patient. No other information was provided. This report is for one (1) drill bit ø0.8 l64/33 f/core hole this is report 1 of 1 for complaint #:(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: investigation summary photo investigation the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (source file - fw external reporte de novedad leonardo valencia restrepo clínica ces compact hand av colectivo 393292). Visual analysis of the photo revealed that the tip of drill bit ø0.8 l64/33 f/core hole, p/n: 03.130.000, lot: f-19566, broke off. The broken fragment was not visible in the provided evidence. The allegation of embedded device was not confirmed since no postoperative images to assess the condition were provided. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø0.8 l64/33 f/core hole, p/n: 03.130.000, lot: f-19566. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.130.000 lot no: f-19566 release to warehouse date: 13 july, 2016 manufacturing site: werk selzach supplier: sphinx werkzeuge ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Note; DHR review was retrieved from pi-16715791385193911, as the lot number is the same for the impacted products.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the drill bit was found broken from the fluted tip. The broken fragment was not returned for examination. No postoperative x-rays or photos were provided to confirm the embedded device. No other issues were found. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.